Event description:
It was reported the pt lost therapy shortly after the implant of the ipg. Further interrogation found the lead disconnected from the ipg header. Surgical intervention was undertaken to replace the pt's ipg effective therapy was recaptured for the pt following the procedure.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.